Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device passed the delivery accuracy test. No device deficiency anomaly or over delivery anomaly noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level and customer alleging possible pump over delivery. Customer's blood glucose value was 46 mg/dl at the time of the incident and current blood glucose is 276 mg/dl. The customer's other blood glucose was 56 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with food. Customer states the drive support cap appears normal. The insulin pump will be returned for analysis.